Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s phone number and complete facility address was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported conditions of the device generating heat, vibration and making abnormal noise were not confirmed. Therefore, an assignable root cause was not determined. However, during repair, an evaluation was performed, and it was determined that the device had worn bearing and could not insert cutter as its cutting bar was stuck. It was further determined that the device failed pretest for cutter insertion verification. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the craniotome device was generating heat, vibrating, and making abnormal noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.